Manufacturer narrative:
E1 - initial reporter phone: (B)(6). One device was returned for analysis. Visual inspection found a damaged downstream occlusion seal. A functional test was performed, and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a static noise and needed an update. During physical inspection, it was found that there was a damaged downstream occlusion seal. There was no patient involvement.